Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a loss of ventricular capture. After the lead tested normal, the pulse generator was replaced.